Event description:
Glucose monitor stelo, sw update pushed to app on samsung a25 cell renders the ui almost unusable. Have rebooted and have app crashed. Data entry post meal difficult, events tab does not load. App is extremely buggy. Note app contains a new field in add events tab for pictures with artificial intelligence function.